Event description:
The customer reported to philips healthcare that the battery for the heartstart mrx will not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.